Event description:
The customer reported that the 9800 system displayed intermittent milli-amp errors. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep replaced the generator batteries and recalibrated the charger, generator and filament circuits. The system was tested and operates as intended.